Manufacturer narrative:
Patient weight not available from site. Investigation is currently in progress.

Event description:
A medtronic representative reported that when they tried to acquire images for fluoromerge, an error message appeared about bad image quality. The lateral image could not be activated. They tried a new wireless tracker and had the same problem. The hospital then removed the s7 system and brought in their treon system to do the case.